Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, he had suffered a hypoglycemic episode. Patient was tended to by his neighbor but eventually lost consciousness. Neighbors called the paramedics and patient was treated with an IV. Patient did not take note of his bg and cgm values during his hypoglycemic episode or after being treated by paramedics. At the time of his call to dexcom technical support, patient was feeling better.